Event description:
Vns patient had passed away. The patient had reportedly had good response to the vns therapy. It is believed that the death was due to sudep (sudden unexplained death in epilepsy). There is no evidence at this time that the ncp system caused or contributed to the reported event.